Manufacturer narrative:
After additional review of this event by mentor's clinical safety and regulatory teams on 22-jul-2022, it has determined that the device was not used off-label. As a result, medical device problem code off-label use no longer applies. The device was possibly implanted expired, which is not in accordance with our instructions for use. Therefore h6 medical device problem code a23/use of device problem has been added. Manufacturer's reference number: (B)(4). H6 medical device problem code off-label use was replaced with a23/use of device problem.

Manufacturer narrative:
Two pictures of the box labels were received, where the mentor lot numbers and expiration dates were confirmed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot, and the products expired between may and june 2019 as the labels mention. Based on the information available, at least one expired expander was most likely implanted into a patient. The cause of the event can be attributed to the failure to follow instructions as sterility cannot be guaranteed if the packaging has been damaged or implanted after the ¿use by date¿ showed in the box label. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received from mentor¿s global brand protection department indicated that the devices were not diverted as originally reported. The implanting physician actually received the devices from another physician, who received the devices through legitimate channels. Mentor received information that the implanting physician intended to use an expired expander; however, mentor can confirm that the devices were not shipped expired. The implanting physician attended a case where he attempted to implant a tissue expander that deflated intraoperatively. Having no replacements, he requested the complaint devices from another local physician. At least one expired expander was most likely implanted into a patient. It is not known at this time if the ruptured expander is a mentor product. Available information also suggests that the physician in possession of the expired expanders planned to use at least one more of them. Mentor will conservatively treat all reported complaint devices as if they were potentially implanted until and unless additional information is received. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. (B)(4).

Event description:
It was reported that four 400cc mentor tissue expanders were allegedly acquired by a physician in (B)(6) from an unlicensed distributor and subsequently implanted after their sterility expiration date. An agent of a currently validated distributor was at the physician¿s office and noticed expired product on the shelves. Allegedly, the physician claimed to purchase product from this unlicensed distributor on occasion due to favorable pricing. Per the physician¿s assistant, expired product has been used to complete surgeries, and the physician plans to use more expired product to complete future cases. No details regarding any patient procedures and outcomes were provided. If additional information is received, mentor will provide an update via supplemental report. Currently, no complaints have been filed against the four known devices involved. This report is for the 4th of four devices that the surgeon placed into patients.